Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the deflectable sheath dislocated the electrode allocated on the coronary sinus, when it was submitted to the cutting process. Several attempts were made with electrodes of different diameter, but without success. An epicardial lead was implanted and remains in use. No patient complications have been reported as a result of this event.